Event description:
On (B)(6), he bought this wrist brace at (B)(6) and wore it for about 5 hours that day. That evening, the skin around his wrist itched a little after he removed the brace. The next morning, it itched more and he had small bumps on his skin. Over the next few days, they spread to the palm of his hand and each bump filled with water and/or pus. It didn't go away and he didn't put the brace back on at all. He saw a doctor on (B)(6). She gave him a shot in the hip and a prescription for some salve. He didn't know what the shot was or the name of the salve. He said the itch has now gone away and the bumps are drying up. He stated, "it's all better now." He called mainly to find out what this was made of and what the antimicrobial is. He said he has no allergies that he knows of.

Manufacturer narrative:
Evaluation codes: product was not returned to the manufacturer. Product was not returned for evaluation. No conclusion can be drawn.